Event description:
A pt (age and gender unknown) underwent a therapeutic egd for hemostasis of a gastrointestinal bleed. The resolution clip device did grasp the tissue at the bleed site, however, the clinician was not able to complete the deployment as clip would not release from the catheter. The scope was in a retroflexed position in a very tight anatomy. The clinician was able to pull the clip off of the tissue. Dislodgement of the clip resulted in additional bleeding to the site. The pt was treated with a thermal therapy to perform hemostasis. The procedure was completed successfully. The pt condition was noted as 'ok'.